Event description:
It was reported that there were some problems during navigation of the revive ic; friction was felt and when the revive ic was advanced, the device was 'broken' at the proximal part. A picture depicting a kink at the proximal end of the catheter was referenced in response to follow-up regarding the 'broken' catheter with no evidence of catheter separation. Additionally it was reported that 'the physician pushed the device in order to advance it and the device advanced very fast'. It was indicated that it was not a potential adverse event. However, additional information indicated that during navigation with the revive ic a micro bleeding from the siphon bifurcation perforating artery was realized. The bleeding was stopped with a 4x15 hyperglide. With follow-up investigation to determine if the revive ic had been advanced to the area where the bleed occurred, whether it contributed to the event, it was reported that it was difficult to say, but according to the physician it wasn't caused from the devices but from patient conditions. When he reached the hemostasis, he treated the aneurysm though a balloon assisted coiling. Two coils were detached without any problems, but during the third galaxy coil detachment, a contrast injection outflow from the aneurysm base caused by a fissure was seen. It was reported that this was not related to the galaxy coil and that there was no complaint or malfunction that occurred while using the galaxy coil. At this point hemostasis was achieved though the balloon and occlusions. The target site was siphon, no clot with medium tortuosity and no damage was observed prior to use. Other devices used in the procedure are 6f introducer, 6f envoy, echelon 10 microcatheter, hyperform 7x4mm and 3 galaxy coils. The procedure was completed with balloon remodeling and coiling. Post procedure, patient had normal hemodynamic condition and at final angiographic control, the aneurysm was occluded.

Manufacturer narrative:
It was reported that there were some problems during navigation of the revive ic; friction was felt and when the revive ic was advanced the device was "broken" at the proximal part. A picture depicting a kink at the proximal end of the catheter was referenced in response to follow-up regarding the "broken" catheter with no evidence of catheter separation. Additionally it was reported that "the physician pushed the device in order to advance it and the device advanced very fast." It was indicated that it was not a potential adverse event. However, additional information indicated that during navigation with the revive ic a micro bleeding from the siphon bifurcation perforating artery was realized. The bleeding was stopped with a 4x15 hyperglide. With follow-up investigation to determine if the revive ic had been advanced to the area where the bleed occurred, whether it contributed to the event, it was reported that it was difficult to say, but according to the physician it wasn't caused from the devices but from patient conditions. When he reached the hemostasis, he treated the aneurysm though a balloon assisted coiling. Two coils were detached without any problems, but during the third galaxy coil detachment, a contrast injection outflow from the aneurysm base caused by a fissure was seen. It was reported that this was not related to the galaxy coil and that there was no complaint or malfunction that occurred while using the galaxy coil. At this point hemostasis was achieved though the balloon and occlusions. The target site was siphon, no clot with medium tortuosity and no damage was observed prior to use. Other devices used in the procedure are 6f introducer, 6f envoy, echelon 10 microcatheter, hyperform 7x4mm and 3 galaxy coils. The procedure was completed with balloon remodeling and coiling. Post procedure, patient had normal hemodynamic condition and at final angiographic control, the aneurysm was occluded. There was high slowdown at the bifurcation inferior branch with collateral pial circle. A post procedure CT scan showed modest subarachnoid sign. There was no neurological deficit after the patient was awake. Vessel perforation/dissection and hemorrhage are known possible complications associated with the use of the revive ic as outlined in the instructions for use. Arterial embolization procedures are performed in vessels with existing aneurysms and known vessel wall weakness. As reported by the physician and with review of the available information, it appears that the reported event of micro-bleed with demonstration of post procedural sub arachnoid hemorrhage was related to the patient's condition/vessel characteristics. The returned catheter was found to have a fracture at 7 cm from the distal end of the hub of the catheter. Despite the fracture found, the catheter flushed appropriately. It is possible that because the ptfe is acting as a connection between the two separated catheter shafts. Possible proposed manufacturing causes that could contribute to the condition of the returned catheter include ptfe not adhering to the catheter wall, coil separation, the fusing operation, ptfe elongation process, or temperature controls. Two new stock units from the same lot as the involved catheter were tested for kink resistance and were cross sectioned to examine the condition of the ptfe. No failures of the two stock units were found with this testing. The returned unit failed the kink resistance test at 0.200'' at 10 cm from the distal end of the hub with a new fracture. No discrepancy/failures were found with testing of the new unit at different locations within the same extrusion segment; at 7 cm back from the distal end of the grilamid extrusion segment. No discrepancies were found. The cross section testing was performed on the same two extrusion segment locations of the stock units as the involved unit; the grilamid. There were no discrepancies or failures found with examination of the ptfe of the stock units with cross sectioning. Two cross section tests were performed on the returned unit. The first was performed at 5 cm from the distal end of the hub. Ptfe was found to be loose; the second was performed at 10 cm from the distal end of the grilamid extrusion segment. No issues were found. With kink resistance testing, the introduction of guidewires, as would be used procedurally, reduces the probably of a kink or failure of this type. Additionally, it is possible that procedural factors/device handling and vessel characteristics contributed to the kinking and navigation problems with the revive ic. A review of manufacturing records for lot number f73464 was conducted. The sterilization DHR, final assembly DHR, the catheter assembly DHR (coated), the catheter assembly DHR (uncoated), and the extruded tubing dhrs were reviewed. All were found to be complete. No outstanding discrepancies, design, quality concerns or higher than normal rejects were found. As reported by the physician the intraprocedural microbleed was not caused by the device but due to patient conditions. Based on the investigation performed the root cause of the reported damage to the catheter is loose ptfe within the areas where the fractures were noted. Corrective and preventative actions have been opened to address this issue.

Manufacturer narrative:
Note: concomitant devices used: 6f introducer, 6f envoy, echelon 10 microcatheter, hyperform 7x4mm and 3 galaxy coils. Event description: vessel perforation/dissection and hemorrhage are known possible complications associated with the use of the revive ic as outlined in the instructions for use. Arterial embolization procedures are performed in vessels with existing aneurysms and known vessel wall weakness. As reported by the physician and with review of the available information, it appears that the reported event of micro-bleed with demonstration of post procedural sub arachnoid hemorrhage was related to the patient's condition/vessel characteristics. Although a definitive conclusion cannot be made regarding the reported kinking and navigation problems with the revive ic, it is possible that procedural factors/device handling and vessel characteristics contributed.